Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of inaccurate magnet tracking was unconfirmed. The root cause of the reported issue could not be reproduced during evaluation. The magnet tracking and ECG functionality were found to be correct during testing at the service facility. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the magnet tracking is off. The needle tip indicator shows the PICC to be in the shoulder area when the p-wave is max. PICC is in the right place verified by chest xray.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation, as the device is being retained by the reporting facility. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device has not been received, at this time.

Event description:
It was reported the magnet tracking is off. The needle tip indicator shows the PICC to be in the shoulder area when the p-wave is max. PICC is in the right place verified by chest xray.